Manufacturer narrative:
(B)(4). The dexcom (B)(6) continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. The reaction was described as red and irritated, located on the buttocks, around the adhesive outline. On (B)(6) 2016 the patient's mother consulted with their endocrinologist regarding the reaction. Endocrinologist and his nurse advised the patient's mother in what to do to heal the area and how to prevent irritation in the future. It was suggested they clean the area with alcohol and spray benadryl on the site, as well as use skin-tac. The endocrinologist also advised they spray flonase on the site before applying a new sensor. Hydrocortisone was recommended for the rash. Affected area was treated with over-the-counter hydrocortisone cream. Additionally, patient's mother stated the doctor was working on getting the patient a new prescription for two sensors a week instead of one a week. No additional event or patient information was provided. The complaint device was not returned for evaluation. However, photographs were provided confirming the reported event of a skin irritation. A root cause could not be determined.